Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomalies¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient came in for refill and the healthcare provider (hcp) noticed white fluid in refill chamber and catheter. The hcp decided to terminate treatment. The hcp stated that the patient weight is 200lbs. Additional information was provided from a healthcare provider (hcp) stated that there was no device issue noted prior to the refill. Upon accessing the reservoir at the start of the refill, the practitioner observed that the fluid appeared ¿white and milky.¿ the patient did not report any loss of therapy or other symptoms. The refill proceeded as expected with no complications. It was worth nothing that during a prior refill, the medication concentration was changed from 10mg/ml to 5 mg/ml. The cause of the event was unknown. The physician did not feel comfortable continuing the therapy with this unknown white fluid, so we stopped the pump. The therapy was already weaned due to the other treatments from the physician who were helping his pain. There is no plan of restarting pump therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via company representative stated that the cause of the event was unknown. The fluid was sent to cultures and other lab testing with nothing abnormal found. The pump was shut up. The pump and the catheter were replaced. The old system will be returned for analysis.